Manufacturer narrative:
Caridianbct internal reference: (B)(4). Investigation: minor kinks were noted on the return line. This kink appears to have been formed by a hard component pressing against the tubing during packing/sterilization. This kink vaguely resembled a cut in the tube, but no cut was present. Trends suggest that the event reported is random and occurs at a low level on a general basis. Field diagnostic/correction: no field diagnostic/correction was carried out at the time of this incident. A tubing kink is unlikely to affect kit performance. Root cause: the common causes of tubing kinks, indentations, and compressions are typically related to slight variations during tray packing. Contents shifting may also occur during packaging and transport to sterilization. Following exposure to heat and humidity of the sterilization cycle, the tubing may assume a deformed shape. Conclusion: defect caused by manufacturing process.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. During set-up, the operator noticed a kink in the return line. Operator had to use a new kit. No safety issue occurred, nor was alleged to be likely to occur. User facility declined to supply patient i.d. Data.